Event description:
(B)(4). Shortly after having essure implanted, I experienced continual inflammation in my legs, tingling in my fingers and face, night sweats, insomnia, weight gain, chronic exhaustion, rashes on my face and eyelids, mood swings, brain fog, muscle spasms, calf cramps, plantar fasciitis, severe breast pain, heavy periods, loss of libido, severe abdominal cramping/pinching, abdominal spasms, joint pain, all over aches pains, heartburn, depression, hair loss, poor vision w migraines.